Event description:
Customer reported that battery charged more slowly than expected. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.